Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 29, 2020. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. UDI: (B)(4). Upc: (B)(4). Expiration date: na. Lot number: 1500b. This report is for one (1) j&j band aid brand first aid waterproof pads large 2.875x4 6 USA (B)(4) USA, lot number 1500b. Device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band aid brand first aid waterproof pads large. The consumer used the band aids for 1 week to cover a large wound starting on (B)(6) 2021. At the end of the week, (B)(6) 2021, she had a large blister and red bumps that itched. The consumer sought medical treatment and her health care professional felt that she had a reaction to the adhesive. Her wound was not infected. The health care professional prescribed an unspecified steroid cream to treat the reported blister and break out after using the product. The consumer is still experiencing symptoms of blister and itching. .